Event description:
It was reported that during a procedure to treat a lesion in the calcified circumflex artery, a 3.5x12 mm nc trek rx dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured at 16 atmospheres. The 3.5x12 mm nc trek rx dilatation catheter was withdrawn from the patient anatomy and another balloon was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath was not confirmed due to the protective sheath not being returned. Plugged the tip and guide wire exit notch with pin gauges then pressurized the balloon to rated burst pressure and the balloon held pressure with no rupture noted, thus the reported rupture was not confirmed. However, the inner member was noted to be separated which likely was the cause of loss of pressure. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficulty removing the protective sheath or balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, it was reported that resistance was felt during removal of the stylet and/or yellow protective sheath. No additional information was provided.